Event description:
The user facility reported patient had an impella cp pump placed to support the patient admitted in for high-risk percutaneous coronary intervention. While on support, the patient had long runs of ventricular tachycardia, which required intubation. It was noted the patient was having more EKG ectopy. There was an instance of non-sustained ventricular tachycardia where the patient required shocks. The patient had a fever and the cardiology team assumed there was an infectious process going on. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 was updated with additional information provided. H6 health effect impact code updated per additional information. The investigation was completed and no product was returned. The root cause of the injury was unable to be determined due to insufficient clinical details. Fever: the cause of the injury was not determined due to insufficient clinical details. The device history review was completed and passed all the post sterile inspection checks.

Event description:
Additional information was provided by an abiomed representative noted that the infection was confirmed via urosepsis and treated with broad spectrum antibiotics.